Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an open hemicolectomy procedure, the surgeon stated that the first cartridge. They removed the first blue reload and replaced it with a second one. The second and third firing the staples were malformed and the staple lines were incomplete. They used another stapler to complete the procedure with no patient consequence. The reloads and the device were discarded at the account. This was a saturday case and the staff was not familiar with loading the device. It is possible that they may have not removed the retainer correctly and that the staples were dislodged.